Event description:
Nellcor puritan bennett received a report from a sleep facility that "a pt complained of shocking feeling that occurred when the customer connected the pt headbox to the headbox cable. Later, that evening the pt complained of a tingling feeling from the iso ground lead", but continued with the study throughout the night. In the morning, the sleep facility further reported that the pt complained of a burn where one of the leads had been connected. The pt was referred to and treated by a dermatologist who prescribed antibiotic cream.